Event description:
It was reported that during a roi-c procedure, the scrub tech was unable to attach the cage to the implant holder. A new cage was opened and used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Additional information: d4 (UDI number), g5 (510k number), and h6 (patient, device, results, and conclusions). The device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event. The labeling was reviewed and was found to contain instructions regarding proper device usage.

Manufacturer narrative:
This initial medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the review of the case with the product manager and the recurrence of this type of event for this implant, the investigation found the root cause is unknown. However, according to the product manager, "an" hypothesis of user error can be made, where the user had difficulties to insert properly the implant on the holder. The device was not returned therefore this hypothesis could not be verified. The investigation found no evidence of a device issue. Root cause is unknown with the hypothesis of user error (poor handling during the loading of the implant on the implant holder). If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Scrapped by hospital.

Event description:
Roi-c: implant would not attach to the implant holder. During the surgery, the implant would not attach properly to the implant holder. A new implant was then opened not to delay the case any longer. This new implant is not from the same size because surgeon felt more work was needed to be done for the better of the patient. The surgery was a 3-level intervention (c3-c6) where the incident occured on the first assembly. All other levels were assembled without issue. No harm to the patient (he is healthy). Delay 10 min. No pictures provided.